Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working properly. Her blood glucose level was 414 mg/dl. The customer had chest pain. The customer treated her blood glucose level with 8 units. The customer reported that there were very small air bubbles in the tube. There was water in the insulin pump by the motor. The self-test passed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the functional testing due to the motor error alarm anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly.